Event description:
It was reported that the integra branded cable of the mlx 300w xenon lightsource (00mlx) was overheating. In addition, parts were rattling around inside and the power button was "cockeyed". It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the xenon lightsource was received in used condition. Evaluation found that the mirror was cracked and loose from the mirror holder. Ac ferrite core with wires was cracked and jamming the lamp fan. The standby membrane was not seated correctly, and right side and top trim were cracked. The standby membrane, top trim, ac ferrite core and wires, 2 lamp wires, right side panel, mirror, power supply unit and lamp were all replaced. The turret needed to be replaced due to cable retention being loose. Evaluation and function tests were performed and unit passed all test. Root cause analysis - the reported complaint was confirmed. It was determined that the issue of the cable for this 00mlx unit overheating was most likely due to damage to the mirror, caused by rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.